Event description:
A lactic acidosis, abdominal discomfort and speech disorder occurred. The patient was admitted on (B)(6) 2026 for atrial fibrillation/ atrial flutter ablation and left atrial appendage occlusion. Combined procedure was done on (B)(6) 2026. Patient was sent to ward for observation after procedure. It was reported that one (1) day after the completion of a concomitant farapulse pulmonary vein isolation and left atrial appendage occlusion procedure to treat atrial fibrillation and atrial flutter using a farawave catheter and unknown occlusion device, a patient was found to be in lactic acidosis. Their lactate level was found to have increased to 12.9 mmol/l and ph was 7.32. Additionally, the patient had confused speech and abdominal discomfort. A computed tomography (CT) scan of the brain and abdomen was performed. It showed no brain abnormalities and no ischemic bowel or intra-abdominal pathology. The patient was admitted to the intensive care unit (ICU) for observation. No other information is known at this time.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. A supplemental report will be filed if the information is received. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.